Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information noted that a revision took place. The ICD was taken out of the pocket and disconnected the pace/sense position of the lead to be measured with the pacing system analyzer (psa) which showed normal pace impedance measurements. An old competitor lead which was surgically abandoned three years ago was also measured which showed normal values with the psa. The competitor rv lead was then connected back to the ICD and all measurements looked stable. A commanded shock was then performed which showed normal shock values. Noise was not reproduced in the rv channel with the competitor lead thus the procedure was completed with the competitor lead and boston scientific ICD previously implanted. The boston scientific rv lead is being used for defibrillation only. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) pacing impedance measurements were low and out of range. The shock values were stable. Noise was seen on the pace and shock channel. More information will be provided. The rv lead remains implanted. No adverse patient effects were reported. An inquiry regarding next steps was requested as the patient is older in age and has four leads in his vein as well as a subclavian stenosis. The patient had a previous upgrade from a two chamber pacemaker to a cardiac resynchronization therapy defibrillator. The thought was to use the pace/sense lead from the old pacemaker and if the values of the shock and pace values would be good to perform defibrillation testing to see if sensing of ventricular fibrillation would be good and if shock can terminate the arrhythmia. Wanted to get a technical opinion on this. A review of the case by boston scientific technical services noted that no out of range pace impedance or shock impedance measurements were seen on the disk date. Ts noted that if values of the pace impedance measurements are low and out of range this is an intermittent condition that the daily measurements had not yet seen. Noise was seen on the stored events on both the pace and shock channel. Ts noted a possible intermittent short that is happening and likely intermittent an inner insulation issue that allows mechanical noise on the right ventricular electrocardiogram and the out of range low pace impedance measurements. The location of the insulation issue was also discussed and depending on the location ts noted to use the shock portion of the right ventricular lead or else if the issue cannot be confirmed to not use the lead at all. At this time no further action has been taken.